Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller was not with the pt when the call began. The caller stated the pt charged their ins and their controller but the pt was seeing 'no device found' screen on the controller. The agent advised the caller to be in the room with the patient so troubleshooting could be done-- the caller texted the agent to the pt's room, and the caller noted that the caller needs to call back as the pt was currently having an eeg. The agent was unable to troubleshoot or determine event date/managing doctor. The caller said the pt got no device found and "had been charging all night" but still got no device found since yesterday. Technical services (tss) guided the caller into passive recharge mode and explained passive recharge mode. Tss suggested navigating passive recharge mode for 30-45 minutes and calling back if issue persisted. The caller had the patient in passive recharge mode (prm) for a couple sessions, but they didn't get the normal recharge screen. Technical services (ts) had the caller do 1 more prm session, but it wasn't successful. Ts then had caller disable/re-enable the device and the recharger still wouldn't connect to the implant to recharge. Ts suggested trying more sessions before replacing the recharger or getting the rep on site to assist. The caller opted to page the manufacturer representative for assistance and didn't address equipment replacement. No symptoms were reported.